Manufacturer narrative:
The attachment was received at the manufacturer for investigation and the alleged complaint was confirmed. Upon investigation, it was identified that debris was found within the attachment, which could cause corrosion. The instructions for use, which is provided with the handpiece used with the attachment, provides proper cleaning and sterilization instructions.

Event description:
It was reported that the attachment becomes hot, and has excessive noise and vibration. This was discovered by a technician in a non surgical setting. There was no patient involvement and no adverse consequence alleged.